Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure was doing well postoperatively and the explanted device was kept by the facility.